Manufacturer narrative:
A ge service representative performed an onsite investigation. System pcb assemblies were reseated and proper power supply voltage was confirmed. The mainframe system batteries was evaluated and the reported issue could not be duplicated since the customer properly maintenance the charge on the system. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system exhibited filament regulator failure errors during a pt procedure. This event may have resulted in an aro (accidental radiation occurrence). No pt death or serious injury was reported related to this event.